Manufacturer narrative:
Additional information was received by field engineering that confirms that ventilation was not affected by the reported issue. The initial event was not reportable. H3 other text : additional information was received by field engineering that confirms that ventilation was not affected by the reported issue. The initial event was not reportable.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.